Manufacturer narrative:
Investigation summary customer returned four syringes with no pouch for identification. The graduation marks on the syringes indicate that they are 0.3ml volume syringes. All four returned syringes feature their needle hubs separated from their respective barrels. The hubs are lodged in their needle shields. There is no damage to the connectors at the distal tips of the barrels or the bases of the needle hubs. While two of the plunger caps are missing, none of the syringes show any signs of use. No other defects found. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200894508] noted for out of spec shield pulls. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 needle hub separated. The following information was provided by the initial reporter: material no. 328438 batch no. 0132200, unknown. It was reported that needle hub separated when removing the shield. Verbatim: consumer reported when removing the orange needle shield the whole needle component is coming off with the cap. Stated this happened with two boxes but first box was used and discarded - no information provided on that box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0132200. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-05-11. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 needle hub separated. The following information was provided by the initial reporter: material no. 328438 batch no. 0132200, unknown. It was reported that needle hub separated when removing the shield. Verbatim: consumer reported when removing the orange needle shield the whole needle component is coming off with the cap. Stated this happened with two boxes but first box was used and discarded - no information provided on that box.